Event description:
It was reported that a roi-a anchoring plate m fractured post-operatively. The breakage was discovered via x-ray during a follow-up visit. The patient was pain free and had no complaints; there was no report of a fall or other issues to cause the fracture. It is currently unknown if a revision surgery is planned or not.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-ray images were provided which show that an anchoring plate has fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a roi-a anchoring plate m fractured post-operatively. The breakage was discovered via x-ray during a follow-up visit. The patient was pain free and had no complaints; there was no report of a fall or other issues to cause the fracture. It is currently unknown if a revision surgery is planned or not.